Manufacturer narrative:
The hvad is used for treatment not diagnosis. The devices controller (B)(4) and hvad pump (B)(4) were not returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple electrical fault alarms. The root cause of the reported electrical fault alarms cannot be conclusively determined; however, a possible root cause may be attributed to an electrical interference. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. In addition, failure to ensure a secure connection between the driveline and controller may cause an electrical fault. A fault in the continuity of the pump to controller connection could be in the pump, driveline and connector or within the controller. When this alarm condition occurs, the pump will be running on a single stator and will consume slightly more power. The IFU and patient manual caution the user to always have a backup controller available and programmed identically to the primary controller. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
It was reported from the united states that this patient experienced an electrical fault alarm while walking in the evening. The alarm only lasted a couple of seconds and the patient was asked to come to the hospital for further evaluation. The patient remained clinical stable during the event. Preliminary log analysis revealed one electrical fault alarm. Evaluation of a recent x-ray of this patient revealed that the left ventricular (lv) lead from the pacer might be causing false positive alarms on this patient. After a conference call with the site, the site agreed to turn off the lv lead and then discharged the patient without incident. This patient continued to have electrical faults, as observed in subsequent complaints, regardless of turning off the lv lead.

Manufacturer narrative:
One (1) controller (con094073) was returned for evaluation. One (1) pump (hw2257) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing; visual examination revealed contamination within the controller driveline connector. The controller was received with the real time clock (rtc) reset to zero. The contamination and rtc reset are additional findings, not related to the reported event. When the date and time were reset and the internal battery was adequately recharged, the controller was able to keep accurate date and time. The most likely root cause of the rtc reset can most likely be attributed to allowing the controller's internal battery to fully deplete. Based on the historical review of similar events, the most probable root cause of the contamination within the controller driveline connector may be attributed to design/user related issues. Analysis of the data logs revealed one (1) electrical fault alarm logged on (B)(6) 2014. This alarm indicates a rear over-current trip caused by a high current condition. As a result, the reported "electrical fault alarm" event was confirmed. Based on the risk documentation, possible causes of the reported "electrical fault alarm" event can be attributed to multiple factors, including but not limited to a driveline connector malfunction, driveline wire damage and/or electromagnetic interference. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.